Manufacturer narrative:
Additional information : on an unknown date, the patient was discharged from the hospital. Antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1gm every five days, ongoing, route not reported) and meropenem injection (1gm, twice a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event, pd therapy was ongoing along with hemodialysis therapy. No additional information is available.